Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013, and the patient was reimplanted with another device during the same surgery. This report is filed october 29, 2013.

Manufacturer narrative:
This report is filed january 28, 2014.

Event description:
Per the clinic, the patient experienced a performance decrement resulting in a loss of benefit. The implanted device remains. It is unknown whether there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6), 2011.